Event description:
Caller reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try various troubleshooting steps, but the issue persisted, leading to the decision to replace the pump. Caller expressed interest in obtaining an out-of-warranty loaner pump.